Event description:
After an implantation period of 99 months oversensing with inappropriate detection was reported. No shocks were delivered. During a follow up the oversensing could be reproduced. The lead was explanted and returned for analysis. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt the lead was found cut 23 cm distal to the is-1 connector pin. Only the proximal lead fragment was received for analysis. The performance of the lead fragment was scrutinized. The analysis revealed multiple signs of wear along the lead fragment. In particular approx. 22 cm distal to the is-1 connector pin, the insulation was found rubbed through and the coating of the conductor cable to the shock coil was damaged. This damage can be considered as the root cause of the clinical observation of noise and fluctuating shock impedance values. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of interaction with the generator housing. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimise any such occurrences in future.